Manufacturer narrative:
This ticket, was resolved by tightening the vent tubing. Ticket has been reviewed by the investigative unit and determined to be the same issue as described in a previously conducted investigation and the associated risk assessment. No further product evaluation, quality data review or complaint history review will be performed. A deficiency was confirmed due to increased number of customer complaints for leaking due to loose connections at the vent tubing connected to the cradle on the alinity m system. It has been determined that this ticket is associated with the non-conformance, root cause investigation and corrective actions identified for leaks inside the alinity m system solutions drawer and onto the floor underneath the instrument, alinity m system, list number (ln) 08n53-02. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint therefore a summary from the CAPA has been included here. Process related root causes / contributing factors: · alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. · system solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. · earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due (B)(6)2021.

Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
Customer noticed a spillage due to a leakage from the lysis reservoir on the alinity m system. The customer was able to clean up the spillage wearing personal protective equipment. Customer was not hurt or exposed to the spillage. Further information received from the customer showed that the spillage was outside the instrument footprint. Lysis leaking from the bottom of the system solution drawer occurred when the customer was running their samples. The leak was due to loose tubing connections below the lysis cradle. The field service engineer (fse) tightened connections and installed the lysis cradle back to the instrument. The customer accepted the instrument and no further action required. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.